Event description:
Knee effusion [knee effusion] . Case narrative: based on additional information received on 03-may-2018, this case initially considered as non-serious was upgraded to serious: due to the event of knee effusion with seriousness criteria of disability. This unsolicited case from (B)(6) was received on 23-mar-2018 from a healthcare professional. This case concerns a (B)(6) male patient who experienced knee effusion 01 day after receiving treatment with synvisc one. No relevant medical history, concomitant medication or concurrent condition was provided. Patient had 3 to 4 injection of synvisc one in the past without any adverse event. Injection with synvisc one on (B)(6) 2017. On (B)(6) 2018, the patient initiated treatment with intra-articular synvisc one injection 1 df once (batch/lot number: 6rsl007, expiry date: mar-2019) in one for unknown indication. On (B)(6) 2018, the patient reported an effusion. The patient took anti-inflammatory for 1 week but the effusion did not resorb. On an unspecified date in 2018, the hp (health professional) performed two punctures and infiltration. The effusion resorbed. The liquid punctured was sterile. The patient experienced an effusion for 3 weeks. Effusion was treated with anti-inflammatory drugs for 3 weeks. On undefined dates, two punctions and infiltrations were performed. Of note, liquid punctured was sterile. An injection in the other knee was planned one week after this report. Corrective treatment: anti-inflammatory drugs; 2 punctures and 2 intra-articular infiltrations with triamcinolone hexacetonide (hexatroine). Outcome: recovering. Seriousness criteria: disability. A pharmaceutical technical complaint was initiated with (B)(4). The production and quality control documentation for lot # 6rsl007 expiration date (2019-03-31) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review and lot # frequency analysis for lot # 6rsl007 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 28-mar-2018 there are 4 complaints on file for lot # 6rsl007 and all related sublots. There were 3 complaints on lot # 6rsl007: (1) adverse event report, (1) product complaint (leakage) and (1) product complaint (tip breakage). There was 1 complaint on file for lot# 6rsl007b: (1) adverse event report. Sanofi would continue to monitor complaints to determine if a CAPA was required. No further information was provided. Additional information was received on 28-mar-2018 from a healthcare professional. Investigation summary and gptc number were added. Clinical course was updated and text was amended accordingly. Additional information was received on 09-apr-2018 from the healthcare professional. The event duration was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 03-may-2018 from the healthcare professional. This case initially considered as non-serious was upgraded to serious. Seriousness criteria of disability was added. Outcome of the event was updated to recovering. Clinical course was updated. Text was amended accordingly.